Event description:
It was reported that the epiq cvx ultrasound system displayed an error code during an abbott triclip procedure with the verisight pro catheter. The procedure was able to be completed after two replacements of the catheter and an exchange of the ultrasound system. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.